Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 48 non-sustained episodes with v-v intervals less than 220 milliseconds from (B)(6) 2016 819 v-sics since last session 1 day ago. Right ventricular pace impedance steady at approx. 415 ohms through (B)(6) 2016, rises to 1920 ohms by (B)(6) 2016. In the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high number of short v-v intervals and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.